Event description:
It was reported the device was used during an unknown procedure. It was reported there was intermittent functioning of the handpiece. There was no reported consequence to the pt. It is not known at this time how the procedure was completed.